Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, the bottom case was damaged and the right plunger case was cracked. Review of the event history log showed an occurrence of a "force sensor error" alarm. Functional testing involved powering up the device and flow testing. The reported issue was duplicated. The investigation determined that a damaged plunger cable was the cause of the reported issue. The plunger cable was replaced. As the device was a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump was exhibiting force errors after the sensor was replaced. It is unknown if there was patient involvement, no adverse patient effects were reported.